Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedance measurements. Technical services (ts) reviewed the data trend and indicated that it demonstrated a gradual increase pattern over the past year, with the highest recorded values in the range of approximately 110 ohms, which remain within normal limits. Programming optimization and continued monitoring was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that shock impedance measurements on certain programmed vectors were observed to be out of range, with values greater than 125 ohms. Ts indicated that trend review demonstrated a gradual increase in impedance over time from 50 ohms to 110 ohms. Continued monitoring of the shock impedance trend was recommended.